Event description:
As reported by the (B)(6) study, during a carotid artery stenting procedure, a patient developed right hemiparesis after the stent was deployed. This was felt to be related to clots obstructing blood flow through the stent that was relieved after a thrombectomy catheter with aspiration syringes were used to remove clots and allow removal of embolic protection in the same manner it was introduced to the body. The patient has had unspecified symptoms at study inclusion. Baseline nih and rankin scores were 0 and 3, respectively. Carotid artery stenting was performed on a 98% occluded lesion in the left internal carotid artery of 30mm in length in an 8mm vessel diameter with mild vessel tortuosity. The arch iii lesion had thrombus present in the lesion before the procedure. A 6mm extra support angioguard embolic protection device was successfully deployed past the lesion, it was pre-dilated with a 3.0x20mm balloon and 9x40mm precise pro rx stent was successfully deployed at the target lesion ¿with difficulty. The stent appeared to be stuck, but ultimately it was deployed in good position with it straddling the stenosis, as well as there was a portion of it proximally in the common carotid artery. At this point just to verify the location of the stent because the patient, being over 300 pounds, there was difficult visualization of the anatomy because of the pannus and scatter, we performed an arteriogram, which did not demonstrate any flow in the internal carotid artery. The patient had been monitored during the case with squeaky toys in both of his hands and moving his legs and talking and had been doing well through this point. However, the patient had a temporary neurological event of inability to squeeze his right hand after the stent was deployed . This was felt to be related to the clot obstructing blood flow through the stent. As soon as blood flow was reestablished after the aspiration catheters removed the clot, the subject was able...

Manufacturer narrative:
To squeeze his right hand after the stent was deployed . This was felt to be related to the clot obstructing blood flow through the stent. As soon as blood flow was reestablished after the aspiration catheters removed the clot, the subject was able to squeeze his right hand. Neurology subsequently consulted and determined that there was no neurological event with lasting sequelae and this was primarily due to altered blood flow through the stent. Therefore, no diagnosis was given. A 6f ¿ac angiographic thrombectomy catheter was placed as it was also rapid exchanged over the wire and positioned it just proximal to the angioguard. With its individual aspiration syringes, we passed the device proximally and distally several times, until the aspiration syringes were completed. Satisfied with this, we performed another attempt at arteriogram; however, this did not quite appear to be very satisfactory. There was no significant blood flow at this point, so therefore, although we attempted to use a 7 french aspiration catheter, we repeated again with a 6 french catheter and performed a number of syringes and passes. At this point, we decided as there was good opening and extension of the stent, we felt it would be more important to try to get flow distally, and therefore, after these multiple passes of the thrombectomy aspiration catheter, we then retrieved the angioguard, while we were aspirating as the sheath had been advanced into the internal carotid artery up through the proximal portion of the stent. This was undertaken, and although the patient at several times, was unable to squeeze his right hand, he was able to squeeze it at this time without any difficulty. Having removed the thrombectomy catheters, we then proceeded to perform our arteriograms. With removal of the angioguard device, we had excellent flow in the internal carotid artery and no problems in the siphon. Power injections for the lateral head and towne view did not show any cut off of any vessels and all the vessels were patent. In addition, the ap and lateral were wide open with brisk flow across the internal carotid artery. Although the patient had a temporary neurologic deficit, this returned completely and he was baseline.¿ there was no difficulty capturing the angioguard. The patient was discharged on the following day. Rankin score at discharge was 0. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00575 and 1016427-2013-00113.

Manufacturer narrative:
As reported by the sapphire ww study, during a carotid artery stenting procedure, a (B)(6) male patient developed right hemiparesis after the stent was deployed. This was felt to be related to clots obstructing blood flow through the stent that was relieved after a thrombectomy catheter with aspiration syringes were used to remove clots and allow removal of embolic protection in the same manner it was introduced to the body. The patient was had unspecified symptoms at study inclusion. Medical history included previous tia,prior left and right carotid endarectomy, hyperlipidemia, smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, hypertension, morbidly obese, came in with repetitive lower extremity and upper extremity right-sided symptoms and was identified to have a critical carotid artery tandem stenoses in the right internal carotid artery. Baseline nih and rankin scores were 0 and 3, respectively. Carotid artery stenting was performed on a 98% occluded lesion in the left internal carotid artery of 30mm in length in an 8mm vessel diameter with mild vessel tortuosity. The arch iii lesion had thrombus present in the lesion before the procedure. A 6mm extra support angioguard embolic protection device was successfully deployed past the lesion, it was pre-dilated with a 3.0x20mm balloon and 9x40mm precise pro rx stent was successfully deployed at the target lesion ¿with difficulty. The stent appeared to be stuck, but ultimately it was deployed in good position with it straddling the stenosis, as well as there was a portion of it proximally in the common carotid artery. At this point just to verify the location of the stent because the patient, being over 300 pounds, there was difficult visualization of the anatomy because of the pannus and scatter, we performed an arteriogram, which did not demonstrate any flow in the internal carotid artery. The patient had been monitored during the case with squeaky toys in both of his hands and moving his legs and talking and had been doing well through this point. However, the patient had a temporary neurological event of inability to squeeze his right hand after the stent was deployed . This was felt to be related to the clot obstructing blood flow through the stent. As soon as blood flow was reestablished after the aspiration catheters removed the clot, the subject was able to squeeze his right hand after the stent was deployed . This was felt to be related to the clot obstructing blood flow through the stent. As soon as blood flow was reestablished after the aspiration catheters removed the clot, the subject was able to squeeze his right hand. Neurology subsequently consulted and determined that there was no neurological event with lasting sequale and this was primarily due to altered blood flow through the stent. Therefore no diagnosis was given. A 6f ¿ac angiographic thrombectomy catheter was placed as it was also rapid exchanged over the wire and positioned it just proximal to the angioguard. With its individual aspiration syringes, we passed the device proximally and distally several times, until the aspiration syringes were completed. Satisfied with this, we performed another attempt at arteriogram; however, this did not quite appear to be very satisfactory. There was no significant blood flow at this point, so therefore, although we attempted to use a 7 french aspiration catheter, we repeated again with a 6 french catheter and performed a number of syringes and passes. At this point, we decided as there was good opening and extension of the stent, we felt it would be more important to try to get flow distally, and therefore, after these multiple passes of the thrombectomy aspiration catheter, we then retrieved the angioguard, while we were aspirating as the sheath had been advanced into the internal carotid artery up through the proximal portion of the stent. This was undertaken, and although the patient at several times was unable to squeeze his right hand he was able to squeeze it at this time without any difficulty. Having removed the thrombectomy catheters, we then proceeded to perform our arteriograms. With removal of the angioguard device, we had excellent flow in the internal carotid artery and no problems in the siphon. Power injections for the lateral head and towne view did not show any cut off of any vessels and all the vessels were patent. In addition, the ap and lateral were wide open with brisk flow across the internal carotid artery. Although the patient had a temporary neurologic deficit, this returned completely and he was baseline.¿ there was no difficulty capturing the angioguard. The patient was discharged on the following day. Rankin score at discharge was 0. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Hemiparesis is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Hemiparesis is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a hemiparesis may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Hemiparesis symptoms are similar to those of stroke but do not last as long. Most symptoms of hemiparesis disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hypoperfusion is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. This is an inherent risk of the procedure and does not represent a device malfunction. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers (B)(4).

Manufacturer narrative:
Additional information was received that the target lesion was in the proximal left internal carotid artery. No further information is available at this time. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00575 and 1016427-2013-00113.